Manufacturer narrative:
Duragen 3x3 1 pack ce (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. Based on the reported complaint, since some details of the case were provided, an assessment was requested to scientific affairs which concluded as follows: ¿meningioma is a tumor origination from the meningeal tissues that is usually benign and not tissue invading, only symptomatic as it grows in size and compresses vital brain structures that result in an impairment of function or seizures. Malignant meningioma are tissue invading and can invade the cortex and overlying tissues and bone. Meningiomas are not a result of an inflammatory response. Teflon sheet is known to cause an extensive foreign body response resulting in a large amount of fibrotic encapsulation of the implant. The hypertrophic fibrotic tissue may have been mistaken for a meningioma. However, it is not possible to know without histologic examination of the tissues.¿ if additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received from customer indicating the following: "duragen was used for the case of a microvascular decompression on (B)(6) 2023. After the operation, the patient developed aseptic meningitis. Two weeks after surgery, reoperation was performed, duragen was removed and a dural prosthesis was performed on the fascia lata. The symptoms of meningitis have subsided, but the patient has systemic allergies and is also allergic to antibiotics. Patient continues to be treated for allergy. As a result of the test, duragen and teflon were negative. According to the physician's comment, he suspects an allergic reaction to duragen,not an infection, but it cannot be identified as duragen based on the test results. However, the physician has doubts about it, so he thinks that it is better to refrain from using it for people with extreme allergies. The patient has no beef allergy." Subsequently, further additional information was received indicating the following: "a test result showed that the fibrin glue may be the cause." Investigation findings update based on additional information received: the customer has stated that ¿in addition to duragen, teflon and fibrin glue will be tested¿. The tests results concluded: ¿as a result of the test, duragen and teflon were negative.¿ additional information also states that notwithstanding the negative test results, the physician prefers to remain cautious about the use of the product on patients with ¿extreme allergies¿. New information received states that ¿a test result showed that the fibrin glue may be the cause.¿ therefore, based on the tests results provided by the customer, it can be concluded that the use of duragen is unrelated to the reported condition.

Event description:
A facility reported that the id3301i duragen 3x3 1 pack ce was used for the case of a microvascular decompression on an unknown date. After the operation, the patient developed a meningioma on unknown date. Since it is not a bacterial infection, it is suspected that the patient is allergic to the products used during surgery. In addition to duragen, teflon and fibrin glue will be tested. No further information was provided by the facility.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.